Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components is the lead. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller has op note from implant surgery: "leads were removed from the old generator and connected to a new implantable generator. Impedance check was done and showed one of the leads to be fine but the lead was out of range. That lead was removed and cleaned and re-inserted. It was again completely out of range. We then switched the leads in the generator. Once gain one of the leads was fine and the other was out of range. The functional lead was in 0-7 at this point the pocket was copiously irrigated with antibiotic solution multiple times. The pocket did have to be enlarged somewhat. As we were going from a rechargeable to a primary cell generator. This enlargement was done prior to irrigation. Generator was placed in the pocket with excess lead coiled behind."